Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer woke up with high blood glucose of 365mg/dl. The customer bolused insulin with the insulin pump, but the blood glucose continued rising to 492mg/dl. It was stated that the customer felt sick and vomiting, and then the customer was hospitalized. It was stated that the customer was treated by perfusor. It was stated that when the infusion set was removed, the cannula was bent. No further info was provided.